Event description:
It was reported to boston scientific corporation that a spyglass discover digital catheter was used for the treatment of gallstones in the gallbladder during a percutaneous cholecystostomy (pcc) procedure performed on (B)(6) 2026. During the procedure, the scope functioned well for approximately 20 to 30 minutes while using the erbe irrigation pump, after which the image was lost again. At that time, the ehl was in use, but the issue occurred similarly to the previous scope. After a delay of approximately 20 minutes, the procedure was discontinued. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of aborted/cancelled procedure- post sedation.